Event description:
Additional information was returned from the physician that the patient¿s death was not believed to be related to vns. It was unknown if the patient had a pre-vns history of cardiac arrhythmias.

Event description:
It was reported that the physician did not think there was anything wrong with the patient's device.

Event description:
It was initially reported that the patient passed away due to unknown causes and the relationship of the death to vns was not provided. The funeral home reported that the patient was buried with the generator and lead, so it will not be available for return to the manufacturer for evaluation. The cause of death was later determined to be cardiac arrhythmias due to insecure medications below therapeutic levels. Following-up with the physician did not provide any additional information about the patient¿s death.